Event description:
(Amended event description): the pt experienced a thrombotic event and myocardial infarction three hours after the placement of the cypher 3.0 x 18mm stent in the left anterior. Descending/first diagonal artery. Additional percutaneous coronary artery treatment was administered for this ae. Further details are unknown at this time. Additional information will be submitted upon 30 days of receipt.